Event description:
It was reported that during a lap cholecystectomy procedure, the site could not get the jaws of the device open after it had been fired. The device had to be cut off the cystic duct. The procedure was prolonged to remove device.

Manufacturer narrative:
Information anticipated, but unavailable at this time.